Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, the physician tried to deploy a single band; however, two bands fired. The procedure was completed with this device. There were no patient complications reported as a result of this event.